Event description:
It was reported that during factory testing starting with vc30 software, the abvs system was not making correct axial measurements within the volume rendering. This was found in the flextroics manufacturing facility when the classic s2000 system was swapped for a helix s2000. Their axial measurements were out of spec for the procedure. The procedure called for measuring tissue phantom pin targets at distance of 25mm axially. Their measurement was 26.2mm. The specification was 2% or 24.5 to 25.5. Investigation has shown that from vc25e to vc30a, the s2000 system no longer makes accurate, to within 2%, measurements. When taking an b-mode image capture of the phantom and performing a measurement on that static image, the measurement is within specification. It is believed that this a volume rendering issue. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment.